Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was separating the following information was received by the initial reporter with the following verbatim product description: smartsite extension set origin of the issue: product failure//design detail: extension tubing pulled apart at the connection point to the smartsite valve.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of ext tubing pulled apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 20043e lot number 23125339 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.